Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump intermittent button response on the easy bolus button due to corroded keypad traces noted. The insulin pump had moisture damage noted on all electronic assemblies. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported via phone call, that the customer's insulin pump was exposed to moisture, followed by the buttons on the insulin pump being unresponsive and then the customer received a button error alarm. It was also reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.